Event description:
Leakage was found from the tubing of the transfer set and a scar was found on the tubing. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for tubing leakage due to a cut/hole in the tubing (approximately 1 5/8? From sleeve in closed position). Exact root cause cannot be confirmed for the cut/slice/hole in the tubing. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.